Event description:
It was reported that the patient was experiencing inadequate stimulation due to lead migration. The patient underwent a system explant procedure. The explanted device components were not returned per hospital policy.

Manufacturer narrative:
Exact date unknown, event occurred (B)(6) 2021 from the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 5160519. Product family: scs-ipg-r, upn: m365sc11600, model: sc-1160, serial: (B)(4), batch: 361196.